Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the internal leakage test (pressure transducer difference>5cm h2o) failed during the pre-use check. The ventilator was investigated on-site by our field service engineer. The expiratory/inspiratory pressure transducer pcb (printed circuit board) was replaced but not returned for investigation. Evaluations of the provided device logs shows that there were several technical errors alarming. Several of them indicates power error, inspiratory flowmeter temperature sensor range error, air humidity (rh) sensor range error, ambient air temperature sensor range error and o2 evacuation fan error. There is no information of how these errors was solved. No further issues has been reported. Since no parts were returned for investigation, the root cause of the reported issue could not be determined.

Event description:
Manufacturers ref: # (B)(4).